Manufacturer narrative:
The patient waveforms disappeared from the cns (central monitoring station) for a short period of time. When the biomedical engineer was at the monitor everything was normal. There were no error messages displayed. When checking full disclosure, it appeared that a chunk of data was missing around 12am for 49 minutes. There was no nurse around at the time of the incident. The biomedical engineer has been closely monitoring the issue and has stated that everything is working as it should and he does not know what caused the problem. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The patient waveforms disappeared from the cns (central monitoring station) for a short period of time. When the biomedical engineer was at the monitor everything was normal. There were no error messages displayed. When checking full disclosure, it appeared that a chunk of data was missing around 12am for 49 minutes. There was no nurse around at the time of the incident.